Event description:
It was reported the customer was hospitalized due to high blood glucose. The customer stated she had bent cannulas but she did not receive no delivery alarms. Troubleshooting was not performed because the insulin pump was squirting insulin out during priming.

Manufacturer narrative:
Analysis revealed the insulin pump was unable to prime and had a bolus stopped alarm, which prevented further testing.